Event description:
Additional information received from patient on 2/4/2021 for report mw5091501. A similar incident occurred on (B)(6) 2019, which was reported to your office under access number mw5091501.

Event description:
This device's applicator is intended to insert a sensor thread into the body, by inserting and immediately retracting a needle, and release the sensor from the applicator and attach sensor to the body. During this malfunction, the needle did not retract, and the applicator did not release its sensor. To remove sensor and applicator from my body, I ripped sensor from my body while holding the applicator. This caused needle to tear out of my body. Which resulted in much pain and physical scars. I began using dexcom's g6 about one year ago. Based on the incident on (B)(6) 2019, I do not consider this device as safe. Each device is intended for a lifespan of 10 days of use. However, in recent months its quality has deteriorated. Most sensors do not function reliably between the seven and 10 day timespan. I do not consider this device as effective after seven days of use.